Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "that learned about the problem of these prostheses and the possibility of compensation, but couldn't wait to start the process because was in too much pain, capsular contracture baker grade iii." Device has been explanted. This record is for the left side.